Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin. Tandem technical support educated the customer regarding room temperature insulin. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.